Event description:
The customer stated that she tested her blood glucose and received a reading that was higher than usual. While troubleshooting, she performed control tests and received a result of 428 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.